Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve and diaphragmatic stimulation. The lv lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).